Manufacturer narrative:
(B)(4). Information was not provided by the contact. Jaws the analysis results found that the el5ml device was received with one jaw disengaged from the cam; this condition would not allow the jaws to collapse in order to form the clips. No clips were returned for analysis. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, one clip was ejected due to the jaw condition. In order to evaluate the performance of the device, the jaw was readjusted and in the next actuations, six conforming clips were fed and formed; finally the device locked out as intended. Possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. In addition, this condition, would not allow the jaws to collapse in order to pull out the device from the trocar. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the first device when firing on the cystic duct, the clip fed into the jaws, but could not be compressed (the clip was loaded into the jaws across tissue). The clip released from the jaws fully open. A second clip was fired, but formed partially open with one side of the clip shorter and other side longer. When the third clip was attempted, the handle would not close and the jaws stayed open. The surgeon could not get the clip applier out of the trocar, so he removed the trocar and clip applier from the patient together. There was no damage to the tissue. A second device was used on the cystic duct and six total clips were fired. Three of the clips formed fine and three of the clips scissored (random order of formed versus scissored). The scissored clips were pulled off of the cystic duct and removed from the patient. There was no damage to the tissue. The surgeon then fired the device outside the patient in the air and the clip scissored. None of the clips were fired over existing clips or other structures other than the cystic duct. The case was completed with the second device. There were no patient consequences reported.